Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior and restorelle directfix anterior mesh. Later the patient experienced recurrent urinary tract infection, recurrent cystocele and prolapse, post operative bleeding, dysuria, left lower quadrant pain, dyspareunia, defecating and voiding difficulty, incomplete bladder emptying, chronic cystitis, leakage, vaginal discharge and the patient felt a left sided popping sensation followed by increasing pain. An anterior colporrhaphy, cystoscopy and additional implants were performed, vagifem, flagyl, ibuprofen and cipro were prescribed. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.